Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 60-year-old male was implanted with an impella 5.5 device as a bridge to transplant. It was reported that after 7 days of support the patient developed an access site bleed, which prompted the discontinuation of the heparin. The pump remained on for support with sodium bicarb running in the purge.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was filed. The pump was returned for analysis. No abnormalities were found. The root cause of the access site bleeding issue was most likely anticoagulation management as stopping heparin was able to resolve the hematoma.